Manufacturer narrative:
Device separation is not labeled in the IFU. Two devices were returned in a used and nonconforming condition: the sheath had pulled from the cap with the flare intact. The flare is too small per gage. Flexor check-flo ii introducers are 100% inspected, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in the sheath continue into cap. Furthermore, the supplied instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A visual examination revealed the check-flo valve had separated from the sheath and the flare was too small. While this complaint is relevant to the scope of corrective action for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. Relevant to this failure mode of hub separation, this device was manufactured after the implementation of corrective action on 06/27/2008. In addition, preventive action was initiated for proximal fitting separation from sheaths, at management discretion prior to the receipt of this complaint.

Event description:
The check flo popped off of the sheath. Although a lot of bleeding occurred, the patient did not experience any adverse effects. This occurred on two separate occasions, same lot number. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.